Event description:
This is a report of a patient who experienced bacterial peritonitis coincident with therapy for peritoneal dialysis. The peritonitis was manifested by abdominal pain and "red specks" in the fluid. Therapy was discontinued and the patient was placed on hemodialysis. It was unknown if the patient required hospitalization for the event. The patient began treatment with vancomycin intravenously (IV) (weekly, dose not reported), gentamycin (IV) (weekly, dose not reported), and cipro orally (daily, dose not reported). The route for treatment with vancomycin and gentamycin was changed to intraperitoneally (ip) and treatment with cipro was eventually discontinued. At the time of this report, the patient was recovering from the peritonitis with ongoing treatment. The patient was retrained on aseptic technique. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13l11065 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2014. A batch review will be performed for potentially associated lot numbers h13l11065. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).